Event description:
A bayer r & I sales representative reported the following: on (B)(6) 2014, a female patient presented to the outpatient clinic for thrombectomy procedure of a left upper arm av graft. The physician performed venous and arterial thrombectomy as well as angioplasty. During the thrombectomy procedure, the patient experienced some mild nausea, which quickly subsided. Following the completion of the repeat venous angioplasty and when the exam concluded, the patient developed worsening nausea. The patient's blood pressure (bp) declined and ems was called. The patient remained awake and alert, but anxious. She then became unresponsive with a systolic bp in the 80's. A bolus of saline was given as well as 5000 units of heparin for a suspected pulmonary embolism. The patient's pulse began to decline; subsequently 0.2 mg of epinephrine was administered. The patient became responsive for a brief momement then lost consciousness. The patient's EKG indicated that she was in pea (pulseless electrical activity), which refers to a cardiac arrest situation in which a heart rhythm is observed on the EKG monitor, but is not producing a pulse. Therefore, CPR was initiated and a second dose of 0.8 mg of epinephrine was administered. After approximately 1 minute of CPR, the patient regained spontaneous pulses and respirations. The patient was transported to the hospital for further care and was discharged two days later.

Manufacturer narrative:
The physician used an angiojet ultra avx thrombectomy set to perform venous and arterial thrombectomy in additional to angioplasty. After access was gained, the angiojet catheter was run up and back through the venous limb of the graft a total of 3 times and then removed. Contrast was administered which confirmed a 90% stenosis in the basilic vein just beyond the stent. An 8mm balloon was fed to the basilic vein and angioplasty was performed. The angiojet catheter was then reinserted and run up and back through the arterial limb of the graft a total of 3 times and then removed. A balloon was inserted and angioplasty was performed. The physician used the angiojet catheter in the venous and arterial limbs two additional times. As there was a question of some mild residual narrowing at the drainage of the basilic vein, a repeat venous angioplasty was performed. Throughout the entire procedure, the angiojet device performed as intended and there was no evidence of product malfunction. Bayer r & I received the following information on 08/07/2014: the patient's potassium level was 7.1 upon arrival to the emergency department following the thrombectomy/angioplasty procedure performed on (B)(6) 2014. Dialysis was performed while she was in the emergency room and the patient's family reported that she had returned to her normal baseline status after 2 hours. The patient was then admitted to the hospital on (B)(6) 2014 with a diagnosis of hyperkalemia. She was discharged to home two days later on (B)(6) 2014 without further incident. This event is considered to be a reportable event as the association between the angiojet device and the noted event cannot be conclusively ruled out.